Manufacturer narrative:
A device sample is anticipated in (B)(6) for evaluation, however has not yet been received. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(6) reports leakage from the female luer of a minicap transfer set while the twist clamp was in the closed position. The set had been in place for 170 days at the time of leakage. The affiliate reports no patient injury or medical intervention as a result of the incident.